Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the field observation of high was hv lead impedance confirmed through trend reports. The hv lead impedance measurement was tested and was normal at all time in the laboratory. The cause of the field anomaly is suspected to be due to device/lead connection issue. (B)(4).

Event description:
It was reported the patient presented with variations og hv impedance. During pocket revision, hv lead was loose and could not connect to the header. The device was replaced.